Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system malfunction alarm with vacuum incorrect alarms. Visual inspection of external components found no abnormalities. Visual inspection of internal components found a damaged capacitor on power management board. Driver failed functional testing for acceptance at incoming inspection due to system malfunction alarm, loss of vacuums, and low cardiac output. Additional testing was interrupted due to an emergency battery error alarm that annunciated when the unit was initially booted up. This was determined to be unrelated to the reported complaint and was replaced with a known functional battery to continue testing. Five test runs were performed at the same settings during which the reported system malfunction alarm occurred. No abnormalities or alarms produced. A 48-hour observation run was performed at normotensive settings with no alarms or abnormalities produced. Failure investigation for this complaint confirmed the reported issue from patient data file review. The customer complaint was replicated during incoming inspection; root cause of the system malfunction alarm and the loss of vacuums was determined to be the inability of the vacuum blowers to operate in the lower end of the vacuum range. This was due to inappropriate design selection. This is a known issue that is currently undergoing corrective action planning. Failure investigation identified no other alarms or damage that could have contributed to the reported complaint. The damaged capacitor and emergency battery error were unrelated to the reported issue and do not provide evidence of a device malfunction. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.